Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The overlay tubing and the outer insulation were breached at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, oversensing indicated as high v-v interval count. During the revision procedure, the lead was found to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.